Event description:
It was reported that during a matrix procedure at l4-s1, the surgeon was implanting the screw and the threads on the holding sleeve (03.632.036) peeled off. The peeled threads were retrieved and the surgeon used another holding sleeve. The surgeon was completing final tightening and the tip of the star drive shaft (03.632.072) became bent and broke. The broken fragment was retrieved. The surgeon then used another screwdriver to complete the procedure with no further problems. No adverse effect to the patient was reported. The consultant reported that the surgeon was not over-tightening. The surgeon noticed the stardrive was broken. Event #2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation visual inspection report states that the top corner of two of the stardrive tips are chipped and the fragments were not returned. The 2 chipped tips are opposite one another and the tips of the two between them on one side are slighlty deformed but are not broken or chipped. Small burrs have been raised both of those tips. The screwdriver was fully inserted into a matrix screw and was able to retain the screw and be used to apply torque to the screw in both insertion and removal directions. The retention was present but not as secure as with a new screwdriver shaft. There are some minor surface marks on the shaft consistent with field use. The design evaluation report stated that the design has been evaluated and has been determined to be acceptable for the intended use. The material of the screwdriver shaft is x15 which is an appropriate material for an instrument of this type. The tip is a t25 stardrive and is designed to be used with the matrix screws and locking caps and fit inside the holding sleeves and other instrumentation in the system. The design has been demonstrated, when fully inserted into the recess, to withstand torques in excess of 14.5 nm without deformation or breakage. The technique guide specifies that final tightening of the locking caps should only be performed with a calibrated, synthes 10 nm torque handle with a caution that states never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur. Deformation and breakage of the t25 stardrive are identified in the risk analysis with a severity of 2 (marginal) and probability of occurrence of 2 (unlikely). Based on the number of complaints and quantity of screws and locking caps distributed, the complaint rate for deformation is approximately 0.061 percent and breakage is approximately 0.031 persent. Based on the details of the complaint condition and evaluation of the returned part, there is no indication of a design related issue. Examination of the returned part also indicates that the screwdriver shaft was not fully engaged into the stardrive recess and may have been used off-axis which caused the corners to be deformed and break. Evaluation of the design indicates that it is acceptable for the intended use and examination of the part shows that it was not fully seated into the screw and/or locking cap recess when torque was applied. Therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.